Event description:
It was reported that the pt had never had therapeutic effect "pt has not gotten good relief from his infusion system and the pump is functioning properly". It is also stated that they had issues trying to aspirate the catheter in the past. It was later reported that the physician tried to aspirate the catheter multiple times on (B)(6) 2011 with no success. He then tried to inject isovue dye into the cap but was unable to do so. "Something was causing the restriction to either remove or inject anything into the catheter". A catheter revision was being considered. It was also stated that the pump seemed to be working "just fine since they have never had amount discrepancies during pump refills".

Manufacturer narrative:
(B)(4).